Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(4).

Event description:
It was reported that the mesher was unable to cut skin evenly. There was a small portion of the left side only able to cut. Lock on right side jammed, tried to adjust screw and knob, still unable to make it lock/unlock smoothly. An additional skin graft was needed. No other adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the comb and ss set screw were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information available.